Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer advised the display screen was not normal. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored no missing segments, partial display or display anomalies noted. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.